Manufacturer narrative:
Additional information: h1, g3 d10 concomitant product: active egiaustnd, egiaustnd endogia ultra univ std stap, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracic surgery, during use of the manual stapler, a partial fire were observed with both the handle and reload components. The handle and reload were replaced to address the issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The laminate hooks were damaged. The reload was loaded into a representative instrument. The reload was clamped and unclamped, and the reload was found to be able to fire without overriding the interlock. Visual inspection on the laminate hooks was performed, and damage was observed. Further functional testing was withheld for engineering. It was also reported that a partial fire were observed. The reported issue not be confirmed the most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged laminate hooks that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.